Event description:
Reporter alleged the blood glucose monitoring device generated a test result prior to the test strip being dosed with blood or control solution . It was stated the customer was unable to remember the valve of the result at the time, however, received a reading of 67 mg/dl afterwards with a test strip dosed with blood. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.